Event description:
It was reported that the pt is no longer able to hear with his device since (B) (6), 2010. Any head trauma was denied by the pt and the guardians, but clinicians found moderate soft tissue swelling posterior to implant ear. Problems of outer device were excluded. Testing showed that the device has malfunctioned. Skull x-ray showed implant housing broken. The pt was reimplanted on (B) (6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.